Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the act button was sticking, that it would get stuck for an hour before releasing itself. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act and up buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.